Event description:
This device was explanted due to it stopped working following an MRI. This happened multiple times through the life cycle of the device, during other mris. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The available data were thoroughly inspected. The recorded secgs documented a loss of signal between august 13, 2025 and august 26, 2025. The root cause of these observations was not conclusivly determinable. However, it cannot be excluded that the MRI mentioned in the complaint description contributed to the event. The data showed that the device was re-initialized successfully without any difficulties on august 26, 2025. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.